Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, there was difficulty inserting this right ventricular (rv) lead into the competitor's device. It was reported that during the procedure, the setscrew was ensured to be retracted and mineral oil was even used. However, the lead still appeared to be tight fit to the device. Nevertheless, the implant procedure was successful and was able to obtain good numbers despite the difficulties encountered. This rv lead remains in service. No adverse patient effects were reported.